Event description:
It was reported that the the patient was revised and head and poly swap due to possible infection. Surgical delay was unknown. Doi: (B)(6) 2024. Dor: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Product description- delta cer head 12/14 36mm +1.5 product code-136536310 lot no- 4438311 quantity of manufactured- 20 date of manufacturing-11-apr-2024 expiry date- 31-mar-2029 as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot product description- delta cer head 12/14 36mm +1.5 product code-136536310 lot no- 4438311 quantity of manufactured- 20 date of manufacturing-11-apr-2024 expiry date- 31-mar-2029 device history review a manufacturing record evaluation was performed for the finished device [4438311] number, and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information was received, which stated that the revision of the left femoral head and left acetabular metal liner with arthrotomy was a washout for a deep left hip abscess. IV antibiotics were given for 6 weeks.